Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in united states on 09-apr-2014 referring to herself. The female consumer of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced device malfunctioned and would not fully release the coil, continued sharp pain in my abdomen, continued sharp pain in my uterine area, continued heavy vaginal bleeding, device was found in my uterus, minor scarring in my uterus and minor scarring in my tube that it was implanted in. No information given on consumer's history, pas drugs, concurrent conditions and concomitant medication received. On (B)(6) 2014, the consumer had essure (fallopian tube occlusion insert) inserted. The device malfunctioned when the doctor was putting in and it would not fully release the coil. As the doctor retracted the camera that implants the device. The coil came out half way with the camera. The consumer had to wait a full week to have the device removed via hysteroscopy on (B)(6) 2014. During the week prior to removal, the consumer experienced continued sharp pain in my abdomen, continued sharp pain in my uterine area and continued heavy vaginal bleeding. The device was found in her uterus. It was mentioned that she now had a minor scarring in her uterus and in her tube that it was implanted in. No further information was provided.